Manufacturer narrative:
D9. Date returned to mfg: 11-jun-2024. H6. Investigation codes: updated. Investigation summary: the sample returned consists of one (1) for p/n: 67n035 and l/n: 4411265, returned sample was received used, in a plastic bag. During visual inspection it was identified that the cuff was adhered to the tube. However, according to the instructions for use, the cuff was massaged while the pilot balloon was squeezed, and the cuff inflated symmetrically. The failure mode of ¿a0122 - cuff asymmetry¿ was not confirmed. CAPA-000862 was opened on january 5th, 2022, to address root cause investigation cuffed products do not inflate symmetrically. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1 - reporter phone extension: x 223. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff only inflated on one side. Customer tried to keep the cuff inflated for an hour with no change. The other tube did not inflate at all. Second malfunction reported under patient identifier (B)(6) and MFR report number 9617604-2024-00437. The sample was reported as not contaminated. There was patient involvement. No patient injury nor death and no medical intervention required.